Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted on 10-aug-2020. This supplemental emdr was submitted by removing the date of implant (d6) as the implant dates provided were unspecific to the claimed devices. This supplemental emdr represents the bard/davol ventralight st mesh (device #3). An emdr was submitted previously for bard/davol ventralex (device #1; MDR number - 1213643-2018-01491 on 14-may-2018) and an additional emdr was submitted to represent the bard/davol mesh - composix (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix), ventralex and ventralight st on (B)(6) 2007 and/or (B)(6) 2010 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #3). An emdr was submitted previously for bard/davol ventralex (device #1; MDR number - 1213643-2018-01491 on (B)(6) 2018) and an additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix), ventralex and ventralight st on (B)(6) 2007 and/or (B)(6) 2010 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.